Manufacturer narrative:
In response to FDA report number: mw5090834. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported via regulatory agency "¿swelling off and on¿, ¿"extreme discomfort wearing bras and by mid afternoon I would swell wearing them. Bras became so unbearable I quit wearing due to increased swelling, pain", ¿ruined 4 bras because the implants were so hard they bent the underwire¿, "severe capsular contracture", ¿had to remove the implant clean out scar tissue and reinsert¿, ¿extreme discomfort wearing bras¿, ¿it was so painful¿, ¿when my ps manipulated it brought tears to my eyes¿, ¿constant pain¿. Patient additionally reported ¿unbearable itching", not related to the device. This record represents the left side. The device has been explanted.